Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation of placement difficulty could not be confirmed. However, guidewire was confirmed stuck in the lead due to presence of blood/fluid in the lead. The bends in the guidewire may also have been a contributing factor.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to placement difficulty. This patient had tortuous veins. The guidewire got stuck in this lead. Additional information indicates that the physician did not have any allegation against this lead. This lead was never in service. No adverse patient effects were reported.